Event description:
Adverse event(s): "visual field became closer in both eyes", "sees fog the whole day", "blinking sensation" (vision impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she experienced a decrease in her visual field and sees fog. Prior to surgery, she reported that she did not have cataracts or any ocular pathology; but wanted to have the iol's implanted because she could not tolerate wearing "progressive glasses" anymore. She explained her symptoms as: visual field became closer in both eyes, that she can only focus at front, she sees fog the whole day, "with the sun, she only sees shape", and has a blinking sensation at near distance. She stated these symptoms limit her daily activities such as driving, reading, and playing sports. Additional information has been requested. There are two medical device reports associated with this event; this report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4).